Manufacturer narrative:
The remote service engineer (rse) did some clinical configuration updates made to the device. Two phones were identified not appearing to have the hamburger fix applied, however the fix was applied and verified. Some other devices were identified in the facility, not apart from the nicu, that probably need the hamburger fix to be applied. The system was tested successfully. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue. The reported problem was confirmed. The device was operational after the trouble shooting actions were taken to upgrade the device system configurations. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pic ix indicating that on (B)(6), at 10:50am, monitor alarms were not going to care assist, so none of the nurses were receiving their alerts, the device was in clinical use at the time of the event. There was no patient or user harm reported.